Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08-aug-2019 the following findings: during investigation, unable to duplicate unresponsive keys , all keys responded. Keypad is intact, no evidence of key contact damage or contamination found. The display is dim/pink and is unreadable at low contrast setting. Battery compartment cracked at left side of screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.